Manufacturer narrative:
Patient demographics have been requested. The site has declined to provide them. Lot number of the device has been requested, but is currently unavailable. Manufacture date of the device is currently unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the screw on the spine clamp was becoming stripped. Although a patient was present when this was discovered, the patient was not impacted and the instrument functioned normally for the procedure.